Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. (1) unpackaged ar-1927bcf-45, 4.5 mm biocomposite-corkscrew was returned for investigation. The returned device was visually inspected, and it was noted that the biocrkscrw was broken in half. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) of this type of failure is user error as per dfu-0087-eo revision 2. Warnings. 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2023, it was reported by a arthrex employee via email that an ar-1927bcf-45 anchor broke during insertion. This was discovered during a case, device breaks during use, all fragments were retrieved, no harm to patient.